Event description:
It was reported the patient heard noise, like music. It was stated the issue began a ¿couple months¿ ago. The 2 alarm types were played and the patient denied hearing either. It was further stated that the pump was past the 7 year mark. The patient wanted to know what to do next. It was then stated 4 days later an alarm was heard and telemetry had not yet been performed. The patient had not been using the pump recently and there was no medication in the pump. The patient might want the pump replaced. The patient was directed to follow-up with their healthcare provider (hcp). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# n108004, implanted: (B)(6) 2008, product type: accessory. Product ID 8590-1, lot# n147080, implanted: (B)(6) 2008, product type: accessory. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).